Manufacturer narrative:
(B)(4). Date sent: 3/17/2021. Different codes than what was originally reported: correction medwatch.

Manufacturer narrative:
(B)(4). Date sent: 2/19/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the harhd36 device was returned inside the sterile package unopen. Upon visual inspection to the package rust was found inside of sterile package and device. The sem/edx analysis showed that discolored material consists of the elements found in the stainless steel components along with a strong presence of chlorine and oxygen. The presence of chlorine under certain conditions would result in the stainless corroding and leaving the discolored particles on the surface. It is unclear the source of the chlorine and at what stage of storage or production that the chlorine containing molecules could have entered the package and caused the corrosion. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bariatric procedure when the sterile package was handed to the staff to open and ready for use it was observed that the device inside the sealed container appeared to blood droplets on it. The device was set aside and a like device was used to complete the procedure with no patient consequences.